Event description:
It was reported by the caller that she thought the diagnostic message, "greater than 4 hours of at/af", was confusing as the patient had not had any of this rhythm since he was last seen. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.